Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate plus profile 375cc, catalog number 3502375. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with saline mentor smooth round moderate plus profile 375cc presented with lower and lateral bilateral implant displacement and deflated right side implant. The patient underwent bilateral capsulorrhaphies, bilateral capsulectomies, bilateral removal and replacement with mentor memorygel breast implant 400cc, catalog number 3504004bc, serial number (B)(4) (r) and mentor memorygel breast implant 350cc, catalog number 3503504, serial number (B)(4) (l) on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
Device code "migration" was erroneously indicated in the initial report as a patient experience. Mentor has determined that ruptured breast implants are more prone to contribute to device migration due to enlarged breast pockets. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Upon receipt by mentor, the device returned without fluid. Red, yellow and black material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease on the posterior aspect. It also noticed several creases on both views of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red, yellow, black and white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
On 10/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 10/19/2018 confirmed device was a saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 5968169. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).